Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) checked the system remotely and confirmed that it did not start. The rse troubleshot the issue and identified that the system's power distribution unit (pdu) was malfunctioning. The philips field service engineer (fse) visited on site and replaced the faulty pdu. The malfunctioning pdu was returned for failure part analysis, and the root cause was found to be a faulty power supply unit. After replacement, the system was restored to full operating order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not start. No harm was reported to philips. Philips has started an investigation of this complaint.